Event description:
Equipment missing from the tray 3 foam swabs missing from the foley tray contents when injecting the fluid into the balloon port (site at which fluid injected to inflate balloon) the catheter itself began to bulge just past where the main lumen of the catheter and the port for injecting meet. The foley was not saved, discarded.